Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+4.5/91 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced lens rotation not associated with low vault, and underwent lens repositioning twice on (B)(6) 2017, and (B)(6) 2017 but unsuccessful. On (B)(6) 2017 the lens was exchanged for a longer lens, and the problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. Visual inspection found one haptic slightly bent. There was evidence of clear residue on the lens. (B)(4).